Manufacturer narrative:
The product has not returned for analysis, however, photos were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002478 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and when inserting the catheter into the patient's body into the right atrium (ra), the physician noticed that the tip was crushed. No internal sheath mechanisms were noted. There were no lifted or damaged electrodes. The sheath was replaced. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 15-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when inserting the catheter into the patient's body into the right atrium (ra), the physician noticed that the tip was crushed. No internal sheath mechanisms were noted. There were no lifted or damaged electrodes. The sheath was replaced. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the photo provided by customer, the soft tip was observed bumped and peeled back, then a microscopic examination was performed and the tip surface showed stress marks on the outer diameter, suggesting that excessive force or manipulation was applied. A device history review was performed for the finished device 00002478 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The potential cause of the damage on the tip, could be related to potential skin incision size relative to sheath, however, this cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).